Event description:
Towards the end of the procedure, dr removed bronchoscope and fiber and noticed that the nylon jacket was peeled back. Pt sustained a superficial burn at the vocal cords. Pt scoped on 10/20/97 and appears to be fine. Using 2-3w ktp for laryngeal cleft.